Manufacturer narrative:
The product was sent to the manufacturing site for investigation. A functional test has been performed with a test handswitch. The problem of the product running without the trigger being engaged could be reproduced; the electronic pen drive handpiece is operating intermittently with the switch in off position. Measurement has been performed. Further investigation showed that the sensor for the handswitch was defective and caused the problem.. The problem with further be monitored. The device was repaired. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: service history for (B)(4) epd 60000 rpm sn (B)(4)has been performed. The device has previously been serviced on (B)(4) 2014 with the following result: failure code: control unit not functioning, defect. Probable cause: normal wear. Action: repair. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a nurse setting up for a case reported the electric pen drive turning on without the trigger engaged when placed in forward or reverse. No implication for patient as another drill used, the event resulted in a 5 minute delay in surgery this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device names: dzi erl hbe. Device is an instrument and is not implanted/explanted. (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.